Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07454. It was reported that the patient's right supra orbital lead became superficial. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated, therefore both supra orbital leads are being reported.